Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and passed normal mode on the in-house system. However, the usm failed the fiber test due to low readings. The 32096, 32097, and 31226 errors were confirmed in the logs. The usm passed the fiber test after replacing the golden clock spring. The clock spring fiber assembly, parallelogram fiber assembly, and rolling loop fiber assembly were replaced to resolve the errors.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer reported system errors due to arm 2 on the patient side cart (psc). The technical support engineer (tse) reviewed the logs and confirmed the maxis errors due to universal surgical manipulator (usm) 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer did not have the answers to questions asked. The reporter informed that many robotic cases are completed and was unable to pinpoint these answers. The customer personally was the one in this case, however the customer did not remember this specific occurrence. The customer was aware that no injuries occurred to a patient due to a malfunction and tse is typically called post procedure (as in this case).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found multiple errors 833. 32097, and 32096 on the univeral surgical manipulator (usm). The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.